Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery alarm twice. After replacing the battery the insulin pump alarmed failed battery test and battery out limit. Customer's blood glucose level was 103 mg/dl. The customer was able to rewind the insulin pump after the second try. The first time the customer attempted to rewind the insulin pump she received a motor error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms during testing. No unexpected a13 alarm noted, no motor error alarm or no excessive no delivery alarm during our testing. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery, displacement tests also, the motor was tested outside of the device and passed. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.